Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the cable was out of specification, the device was unable to interrogate when the cable was moved. It was also noted that the label was delaminated. (B)(4).

Event description:
The radiofrequency (rf) head was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.